Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The reporter alleged of having pulmonary embolism and heart failure, bladder related issue. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto bi flex device's sound abatement foam. The reporter alleged of having pulmonary embolism, heart failure, bladder cancer and death. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that investigation product investigation laboratory observed the air inlet filter was missing. An unknown contamination was observed on the top and bottom enclosure. Product investigation laboratory observed dried liquid spots with dust-like contamination on the top enclosure, bottom enclosure and right-side panel. Several scratches and abrasions were observed on the left side panel. A dried liquid spot with dust-like contamination consistent with mineral deposits was observed in the iso port. Dust-like contamination was observed in the air inlet, behind the sd card cover, on the interior side of the top enclosure, on the pca, on and under the blower cap, on and in the blower motor, in and under the blower housing, on the sound abatement foam and in the bottom enclosure. Product investigation laboratory observed a potential thermal event on the red wire of the j9 connector. (B)(6) addresses the issue of the j9. Potential dried liquid spots were observed on the blower housing, and, on and inside the blower motor. Product investigation laboratory observed potential sound abatement foam stuck to the bottom of the blower housing. Product investigation laboratory confirmed the presence of degraded sound abatement foam.